Event description:
Merge lis is a complete system for ordering, managing, and reporting a patient's laboratory work, from the time of order entry to the time the laboratory results are reported. On (B)(6) 2016 a customer called into merge support alleging that there was conflicting information on a merge lis generated report. The report indicates in text that there are other drugs reported but not tested for however, the drug was tested for and the drugs result is on the report and is labeled as consistent. This inconsistency on a report could lead to a potential mis-diagnosis or mis-treatment of a patient. (B)(4).

Manufacturer narrative:
Merge healthcare investigated the issue of conflicting information on a merge lis generated report. The summary of findings report listed a specific drug under section "additional medications reported but not tested for in this report"; however, below on the patient report there was a positive result for the drug. Additionally, on the final report under prescribed medications the drug did not appear. Merge healthcare investigated the report in question and could not reproduce the issue. The report did not display the conflicting information that the customer had reported. This was determined to be an isolated issue which may have been caused by user error. Revised information contained in this supplement report includes the following: updated manufacturer contact name; updated office contact name; date new information received by manufacturer (merge engineering closed investigation); indication that this is follow-up report 001; indicated that type of reportable event is a malfunction; indication that the follow-up type is additional information; added conclusions code : 61; indication that additional manufacturer information is contained in this follow-up report.